Event description:
The pt experienced an acute myocardial infarction (ami). The procedure was to treat the right coronary with heavy tortuosity and calcification. Pre-dilatation was performed of the medium tract where a 3.0x15 stent was implanted. A 3.5x8 stent was implanted in the proximal tract. It was suspected that a dissection occurred in the portion between the two implanted stents; therefore, a vision 2.75x8 stent was implanted in this part. The results of procedure were considered concluded. While the guide wire and guiding catheter were being removed resistance was felt. At this point the pt reported chest pain and the st trace on the ECG changed shape. It was decided to check the results of the procedure by an angiography. The distal portion of the whisper ms guide wire was positioned between the distal interventricular posterior and the right medium coronary and remains in the pt. The pt returned to be asymptomatic and the trace on the ECG became normal. The procedure of angiography was concluded while the pt was under infusion of reopro. Reportedly, the pt is fine.